Manufacturer narrative:
A customer notification was issued for the encor breast biopsy probe for specific product code/lot number combinations. The affected product code/lot number combinations may be at risk of experiencing a leak between the probe and the tissue collection chamber, which could result in minimal suction, leakage, minimal or no tissue sample obtained, or an egress of fluids from the device. A root cause investigation and field action determination was conducted as a result of an increase in complaints for leaks, suction issues, and failure to obtain samples. The investigation included an extensive manufacturing review, risk documentation review for the three reported malfunctions, and evaluations performed on the returned devices. The investigation identified that one of the features on the trap chamber was under specified and during the implementation of a new trap chamber (B)(4) mold, one of the dimensions changed and went undetected, creating a difference between the amount of space that the seal has between the trap chamber and the front seal cap. This gap between the trap chamber and front seal cap resulted in conditions that led to a higher likelihood of leaks, suction issues, and failure to obtain samples. All reported complaints from the affected product code/lot number combinations that are possibly related to the gap between the trap chamber and front seal cap have been classified as leak, suction issues), or failure to obtain samples. This reported complaint is from an affected lot number that was reported for one of these trap chamber issues. (Expiry date 10/2020), (B)(4).

Event description:
It was reported that during preparation for an ultrasound-guided mammary gland fibroma excision, the probe allegedly failed to calibrate, the system allegedly reported insufficient vacuum, and the sound of air leaking could allegedly be heard from between the probe and the sample chamber. It was further reported that the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: a customer notification was issued for the encor breast biopsy probe for specific product code/lot number combinations. The affected product code/lot number combinations may be at risk of experiencing a leak between the probe and the tissue collection chamber, which could result in minimal suction, leakage, minimal or no tissue sample obtained, or an egress of fluids from the device. A root cause investigation and field action determination was conducted as a result of an increase in complaints for leaks, suction issues, and failure to obtain samples. The investigation included an extensive manufacturing review, risk documentation review for the three reported malfunctions, and evaluations performed on the returned devices. The investigation identified that one of the features on the trap chamber was under specified and during the implementation of a new trap chamber (dc2448) mold, one of the dimensions changed and went undetected, creating a difference between the amount of space that the seal has between the trap chamber and the front seal cap. This gap between the trap chamber and front seal cap resulted in conditions that led to a higher likelihood of leaks, suction issues, and failure to obtain samples. All reported complaints from the affected product code/lot number combinations that are possibly related to the gap between the trap chamber and front seal cap have been classified as leak, suction issues), or failure to obtain samples. This reported complaint is from an affected lot number that was reported for one of these trap chamber issues. Additionally, one encor biopsy probe was returned for evaluation. The returned probe was received bloody. No other anomalies were identified. The returned probe was loaded into the in-house driver and calibrated successfully. During functional testing, the returned probe was able to successfully pass maximum vacuum test . However, the returned probe was unable to pass the vacuum differential test. The probe was able to obtain 6 samples successfully. However, 3rd and 6th samples were acquired using the vac button on the driver. Before testing the probe with the in-house driver, the proximal retaining cap was examined closer under magnification and no damage was observed. No damage was found on the left/right side of the probe. The probe was attached to the in-house driver and calibrated without issue. The probe was calibrated an additional two times, both times were successful. The probe was then attached to two in-house driver housings and fit without issues. Therefore, the investigation is confirmed for filling problem and unconfirmed for failure to calibrate as the returned probe calibrated without any issues. Furthermore, the investigation will remain confirmed for suction and seal issues as the reported lot is from an affected lot number reported for trap chamber issues. Although it is likely the confirmed gap between the trap chamber and front seal cap contributed to the reported sampling problem, the definitive root cause for the reported sampling and failure to cycle issues could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. H10: d4 (expiration date: 10/2020). H11: h6 (device codes: 432 - seal). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for an ultrasound-guided mammary gland fibroma excision, the probe allegedly failed to calibrate, the system allegedly reported insufficient vacuum, and the sound of air leaking could allegedly be heard from between the probe and the sample chamber. It was further reported that the procedure was completed with another device. There was no patient contact.